Manufacturer narrative:
Additional information.

Event description:
Additional information received on 11/4/2024: during the revision surgery, the ar-9502f-39lcpc suturecup, the ar-9503-3942-3 humeral insert, the ar-9501-07p humeral stem, the ar-9582-20 modular post, the ar-9563-28 peripheral locking screw, the ar-9563-16 peripheral locking screw, the ar-9563-20 peripheral locking screw, the ar-9562-40nl peripheral locking screw, the ar-9580-2010-2s baseplate, and ar-9564-2442-lat glenosphere was removed. Both procedures were performed by the same surgeon and at the same facility.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-9503-3942-3, univers revers¿ modular glenoid system, combo humeral insert, 39 +3 / 42, batch: 20.02086, was received for investigation. Visual evaluation noted damage to both the anterior and posterior of the device post explantation. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Correction: b3.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/28/2024, it was reported by a sales representative via email that an ar-9564-2442-lat glenosphere and glenosphere set screw disengaged from the baseplate. The patient underwent surgery on (B)(6) 2023 for a reverse shoulder arthroplasty. Postoperatively the patient experienced pain and a CT scan revealed glenosphere and glenosphere set screw disengaged from the baseplate. On (B)(6) 2023, the patient underwent a revision surgery in which a new glenosphere along with humeral components were implanted. No further information was provided.